Manufacturer narrative:
During a follow ¿ up with the facility the customer provided additional information regarding the event: the customer confirmed that the date of the last microbial sample was 07sep2023 in which there were two contaminated samples following annual maintenance in the insufflation channel. The customer confirmed that the endoscope underwent two reprocessing cycles prior to the collection of two or more swab samples. The customer confirmed that following the positive test result, the device was quarantined. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the pre-cleaning and manual cleaning process. For automated endoscope reprocessor (aer) treatment, a soluscope 2 (ns: 4pa 25062) machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is dried by wiping with a clean towel/paper, wiping with sterile paper, and blown dried using filtered compressed air. The scope is then stored in a simple storage tank, protected by "cleanscope" packaging (red). The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. It was also indicated that water samples are taken from the bottom of the tank every two months (last 05sep2023: negative result.) The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The device was returned for evaluation. During the device evaluation, the device was inspected and passed all olympus functional standards. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3 and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of positive culture test results could not be determined. Considerations ¿ a relation between the subject device and the event from the investigation results could not be judged. Labeling - the instructions for use (IFU) warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 150 colony forming units (cfus) of coagulase-negative staphylococci. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 2 colony forming units (cfus) of bacillaceae which conformed to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.